Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a call service alarm issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because this issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 27-jun-2019 with the following findings:.during investigation, the call service alarm issue did not observe in the black box and alarm history. Pump powers on properly with no alarms. Rewind, load and prime steps performed successfully. Exercised pump for 12 hours, after 12 hours no call service alarms were received. Unable to duplicate complaint about call service alarm issue. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.